Manufacturer narrative:
On 03-jan-2020, mentor received additional information that the patient's date of implantation was (B)(6) 1998, and that patient was planning to undergo replacement with gel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received the suspect medical device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During visual evaluation of the device it was observed a tear measuring approximately 1.2 cm, located at the anterior view. Microscopic examination was performed and the cause of the rupture could not be identified the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) caucasian female patient who underwent a breast augmentation primary with a 275cc textured mentor siltex round moderate profile saline breast implant has experienced postoperative right-sided deflation and capsular contracture, baker grade unknown. Patient reported waking up and right breast was deflated. Patient had a mammogram performed, and deflation and capsular contracture was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.